Manufacturer narrative:
This report is submitted on january 7, 2022.

Event description:
Per the clinic, the patient experienced a migration of the r/s and subsequently underwent revision surgery on (B)(6) 2021 to reposition the r/s. The implanted device remains.